Manufacturer narrative:
A quality-safety evaluation was received on 27-may-2016. Ptc global number (B)(4). Lot number c03089 (production date 03-dec-2013, expiration date 31-dec-2016). In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had heavy bleeding (extreme blood / clots) after essure (fallopian tube occlusion insert) insertion. This event, regarded as genital bleeding, is listed according to essure's reference safety information. During essure micro-insert therapy, genital bleeding or spotting may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required (intervention implied). The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 22-feb-2016. It refers to the (B)(6) female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, lot number c03089. Consumer complained of back pain, bleeding, lower back pain, hair loss, heavy bleeding, extreme blood, clots and migraine. Essure was removed in (B)(6) 2015. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had heavy bleeding (extreme blood / clots) after essure (fallopian tube occlusion insert) insertion. This event, regarded as genital bleeding, is listed according to essure's reference safety information. During essure micro-insert therapy, genital bleeding or spotting may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required (intervention implied).a product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / heavy bleeding / extreeme blood / clots') in a 44-year-old female patient who had essure (batch no. C03089,b61396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and menorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain/lower back pain"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (da vinci hysterectomy, da vinci hysterectomy, cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, back pain, migraine and alopecia outcome was unknown. The reporter considered alopecia, back pain, genital haemorrhage and migraine to be related to essure. The reporter commented: insertion details-tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus lot no-c03089- expiration date 31-dec-2016. Lot no-b61396- expiration date aug-2016. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical records received- lot number added. New reporter, insertion details, medical history and removal procedure were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / heavy bleeding / extreme blood / clots') in a 44-year-old female patient who had essure (batch no. C03089,b61396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and menorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain/lower back pain"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (da vinci hysterectomy, cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, back pain, migraine and alopecia outcome was unknown. The reporter considered alopecia, back pain, genital haemorrhage and migraine to be related to essure. The reporter commented: insertion details-tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Batch no b61396 production date 2013-08-24 expiration date 2016-08-31. Batch no c03089 production date 2013-12-03 expiration date 2016-12-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.